Event description:
As reported by the user facility: a pt for knee surgery. Sitting position on bed for spinal. Anesthesiologist inserted needle, using introducer. One time withdrew needle to reposition. The 2/3 of needle was missing, and in pt's back. Required open back surgery to retrieve sample. Proximal end of fragment was kinked in order to grasp for removal during the retrieval surgery. Add'l info provided by the facility indicated the sample is being retained by the risk management department and will not be released for eval at this time. The facility declined to provide any further info regarding the incident.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated. Without the actual sample, a thorough eval could not be performed. Incidents of this nature are generally due to the cannula encountering some type of trauma (bone contact), which stressed the part beyond its intended design capabilities. However, no specific conclusions can be drawn. All available info has been forwarded to the MFR, pajunk medical systems.